Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Customer¿s blood glucose ranged between 180-190 mg/dl. Customer declined to perform troubleshooting with tandem technical support.